Event description:
It was reported by repair work order that there was reduced braking force as a result of big wheel not retracting due to malfunctioned cam bracket assembly. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.